Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.

Event description:
The following info was reported: shuttle would not advance correctly down the device wire. Procedure was abandoned with shuttle stuck before entering procedure sheath. Manual compression was applied for 20 minutes. The pt was not hospitalized. Device was not saved for return. Additional notes: the user did open the stopcock on the sheath prior to shuttling down, the operator did not apply unusual force when shuttling down and there were no visible kinks in the sheath or the device after removal.